Manufacturer narrative:
(B)(4). Any additional information received will be evaluated and a follow up report submitted if required. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
A customer reported to carefusion that their vela ventilator generated a "motor fault" error on setup of the unit. The customer investigated the issue and determined there was no 48 volts to the printed circuit board (pcb). There was no patient involvement associated with the event reported to carefusion.